Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the air in line sensor failure was reproduced as a reload set alarm. A review of the event history log revealed 'reload set'. A service history review was performed and revealed hat the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream sensor reading. The ultrasonic sensor requires replacement to address this issue. The device malfunction may result in a delay of therapy if it were to recur. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor failure during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.